Manufacturer narrative:
Concomitant medical products: product ID 3037, implanted: (B)(6) 2016, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had their device implanted on (B)(6) 2016, but it was not working. They didn't think the therapy was working, didn't feel stimulation, and it wasn't helping with their symptoms. It was found that the therapy was not on. After turning the therapy on, the situation was resolved. They didn't know if they accidentally turned it off or if it was never turned on. They were feeling stimulation on program 4 at 0.7 v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.